Event description:
It was reported that the implantable pulse generator (ipg) experienced a power on reset (por). The device was initially reprogrammed. The device has now been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.